Event description:
On initial contact, dentist reported handpiece overheating and burned pt. Dentist noted quarter size burn left on inside of the lower right cheek of pt during quadrant restoration. Dentist used topical treatment in office.